Event description:
The caller reported that the insulin pump was had unresponsive keypad and the numbers were scrolling up on their own. The customer tried replacing the batteries, but the issue persisted. The customer's blood glucose was 200 mg/dl. The customer stated that they are pregnant. Later, the customer sent an e-mail stating that the insulin pump has completely died. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.